Event description:
It was reported that there was a question regarding how to program blanking to eliminate t-wave oversensing (twos). It was also reported that the twos was intermittent and the patient received two inappropriate anti-tachycardia pacing (atp) therapies. Therefore, the lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.